Event description:
Subsequent to the initial medwatch, the following information was received: originally reported as left leg weakness, which was continuing and improving, the patient actually experienced right leg weakness which resolved one day post onset. There was no additional information provided.

Event description:
It was reported that one day post rx acculink stent implantation in the right internal carotid artery, the patient experienced left leg weakness. No treatment was provided. The condition is continuing and improving. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect, neurological deficit/dysfunction, is a known observed and potential adverse event as listed in the rx acculink ii instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the hospitalization appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4).